Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of foreign material in nozzle could not be identified. Based on the results of the investigation, the most probable cause of the plastic distal end cover burn identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the nozzle and the plastic distal end cover (c-cover) had a burn. There was no patient involvement.